Event description:
It was reported that during a surgical procedure conducted at the user facility the tip of the pin broke off in the patient's tibia during a procedure. The surgeon decided to leave the piece of fragmented pin in the patient's leg and no further adverse consequences were reported or clinically significant delays.

Manufacturer narrative:
The reported event that the tip broke off in patient tibia was not confirmed and no failures were confirmed as the product for this investigation was not available for evaluation.

Event description:
It was reported that during a surgical procedure conducted at the user facility the tip of the pin broke off in the patient's tibia during a procedure. The surgeon decided to leave the piece of fragmented pin in the patient's leg and no further adverse consequences were reported or clinically significant delays.